Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation. No intervention or patient symptoms were reported. No further information could be obtained.